Manufacturer narrative:
Patient involvement was reported, it was reported that there was a delay with patient's care. Multiple attempts were made to clarify if patient harm occurred, but no additional patient information was provided, patient outcome is unknown. Staff reports they weren't able to catch a patient condition in the waveforms due to only having 3 seconds of waveform instead of the 6 they used to have when only 2 columns were configured. It was stated that the biomed modified the pic ix display sector layout (1080p display - 24") by adding another column of patient sectors, now the users have complained that the sectors waves duration (seconds) is shorter than expected. Users are a custom to viewing longer patients' ECG waves per sector. As a result of this sector layout change, the user claims there was a delay with patient's care. The biomed did not know if patient was harmed however, it was indicated that the application alarmed appropriately. The philips remote clinical support determined this was a configuration issue referencing the pic ix configuration "waves displayed per resolution" which specifies the duration (in seconds) and number of ECG or other displayed waves for each screen resolution. Based on the number of columns the sector will display 3 seconds of ECG. The customer was advised that with 3 columns configured the users will only be able to view 3 seconds of waveform.. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required

Event description:
It was reported the customer indicated there was a delay in care because the ECG visible in the patient sector is shorter after an update to the pic ix display. Biomed modified the pic ix sector layout display to add another column of patient sectors. Users indicated the device now only displays 3 seconds of ECG waveform instead of the previously displayed 6 seconds of ECG waveform, which is alleged to have resulted in a delay in care to the patient; however, it was also indicated alarms were generated appropriately. It remains unknown whether there was actual patient harm. It was indicated additional information was requested multiple times but the customer did not provide further information. Based on this information, it remains unknown why there was a delay in care due to the change in display when alarms were generated appropriately and there does not appear to be a device malfunction.